Manufacturer narrative:
Product analysis: analysis confirmed that the output connector assembly was broken and that the hanger assembly was broken, it was additionally noted that the upper case was broken at the bosses, the encoder assembly and knobs were contaminated and the liquid crystal display was "bleeding." All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator (epg) were damaged. The hanger was also noted to be damaged. The epg remains in use. No patient complications have been reported as a result of this event.